Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her daughter's one touch ultralink meter was reading inaccurately high compared to how she was feeling. The medical surveillance specialist (mss) spoke with the patient's mother (reporter) on (B)(6) 2012 and obtained the following information: the patient is (B)(6), tests between eight to ten times a day and manages her diabetes with novolog insulin (via insulin pump) based on her blood glucose reading. The reporter confirmed the alleged issue occurred on (B)(6) 2012 at 2pm and a few minutes prior to the start of the alleged meter issue, the patient informed her teacher she was not feeling well and that she felt her blood glucose was "low". Four hours prior to the start of the alleged issue, the patient's previous blood glucose reading was above "400mg/dl" ( a typical blood glucose reading at that time of the day) and was administered 2 units of insulin as a correction. At the time of alleged issue, the patient reportedly obtained a blood glucose reading of "99mg/dl" with the subject meter, and as typical protocol the reporter indicated her daughter was given a snack and insulin based on her reported reading. According to the reporter, her daughter informed her teacher she still was not feeling well, that her blood glucose was "very low", and to call her mother. When the reporter arrived at the school approximately 45 minutes after the alleged issue occurred, she confirmed her daughter appeared sluggish, slow to respond, glassy eyed, and from weakness collapsed on the floor. Based on past experience, the reporter indicated that her daughter's blood glucose may have been in the lower 30's; however, after she had collapsed the reporter indicated she tested her daughter blood glucose with the subject meter and obtained a reading of "70mg/dl". The reporter indicated she turned off her daughter's insulin pump, gave her two tablespoons of honey, and 15 minutes later was feeling better enough to eat more food. The reporter indicated she retested her daughter (time unknown) and obtained a reading of either "109 or 119mg/dl". At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement and noted that the reporter performed a quality control solution test that fell in range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was having symptoms of low blood glucose; however she obtained a reading of "99mg/dl" with the subject meter and was given (as protocol based on her reading) a snack and insulin. Approximately 45 minutes later, the patient symptoms still had not improve and required additional treatment from her mother.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly. The test strips passed testing and the primary complaint was not confirmed. Retains also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.